Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned by using the system. A philips remote service engineer (rse) connected remotely with the customer, evaluated the log files and concluded that there was no connection to the generator or the collimator. The rse suspected the flat detector controller system interface board (fdcsib) to be defective. A philips field service engineer (fse) examined the system on-site and replaced the fdcsib to resolve the reported issue. After the replacement, the system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred when the patient was still on the table but the procedure had already been completed. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.